Event description:
It was reported that the pump usb port was cracked, and the pump battery intermittently could not be charged properly. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.